Event description:
It was reported that the patient was symptomatic and pre- sented in the emergency room in backup vvi. ECG indicated pacing spikes at 67.5 ppm with no capture and an underlying rhythm of 40 bpm. The device had reached normal elective replacement indicator (eri). Device replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.